Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: investigation revealed that the keypad cover was found to be torn from the ok button to the up arrow button. The ok keypad button was found to be intermittently responsive and was unable to spring back up after it was pressed. The keypad cover was removed; contamination was found under all button contacts. The display screen text was also found to be dim, faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed that the keypad cover was found to be torn from the ok button to the up arrow button. The ok keypad button was found to be intermittently responsive and was unable to spring back up after it was pressed. The keypad cover was removed; contamination was found under all button contacts. The display screen text was also found to be dim, faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 03/04/2014.